Event description:
It was reported that the ilet charger did not function, with no indicator light and no charging despite attempts on multiple outlets and verification using a phone, and a replacement charger was ordered. Symptoms included none reported. Outcomes included the need for replacement supplies and interim guidance on using an off-label charger, with no alerts or alarms and no hospitalization. Investigation included customer troubleshooting steps and arranging replacement for further evaluation. Investigation of this case revealed a charger not powering on or charging as expected, consistent with a suspected charger hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely a component failure of the charger.